Event description:
The customer reported that a vamin infusion was set to infuse a vtbi of 1048 mls over 24 hours; however, the infusion completed within 19 hours. No pt harm or medical intervention was reported. No additional information provided.

Manufacturer narrative:
Manufacturer's report date: 08/27/2014. Internal file number: (B)(4). Four incident samples received for investigation, however it is unclear which incident they relate to. A follow up report will be submitted with failure investigation results once the evaluation is completed.